Event description:
On april 22, 2026, senseonics was made aware of a user's hospitalization for hyperglycemia. At the time of the event, the user's blood glucose was between 400-409 mg/dl, while sensor glucose readings remained below the user-set high alert threshold (181 mg/dl vs. Alert setting of 300 mg/dl), thus not triggering a high glucose alert.. The user received treatment at the hospital, including IV fluids and insulin, and reported feeling better afterward. The healthcare provider was aware of the incident, and the user continues to actively use the system.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.